Event description:
Affiliate reported that about 10 years ago, the device was implanted. After implantation, it was noted in an image that the white marker detached from the base plate. The patient is currently in a good condition. There is no plan for revision.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is still implanted.